Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the user experienced a needle stick injury post-use when trying to activate the safety feature the user described the device as being difficult to activate. There was no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that safety shield does not retract, nurse got stuck by needle. Customer described incident as involved a #23g butterfly that the rn deployed the safety slide fully, but, still got stuck.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the user experienced a needle stick injury post-use when trying to activate the safety feature the user described the device as being difficult to activate. There was no reports of medical intervention noted. The following information was provided by the initial reporter. The customer stated: it was reported that safety shield does not retract, nurse got stuck by needle. Customer described incident as involved a #23g butterfly that the rn deployed the safety slide fully, but, still got stuck.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not retract. Bd was not able to identify a root cause for the indicated failure mode.